Manufacturer narrative:
Findings: pump received with severely cracked and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment/partial display and keypad unresponsive/button error alarm due to lcd damage. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 220 mg/dl at the time of the incident. The customer reported pushing the act button while trying to fill the cannula and it won't respond. The customer reported a partial display due to the reservoir icon not being on the screen. The customer was unable to complete troubleshooting. The customer was advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.